Event description:
Nellcor puritan bennett received a call from a representative of facility on 12/22/99. Facility called to report the following problem: monitor in use when baby turned blue with no apnea alarm.